Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states he had a 5 and 6 flash but dealer got cut off on the phone before any more information could be obtained. MDR filed.